Event description:
It was reported that this left ventricular (lv) lead exhibited out of range shock lead impedance measurements, measuring at 200 ohms and then went back to 70 ohms. Technical services (ts) recommended to consider isometric ad pocket manipulations and sample impedance. This lv lead remains in service. No adverse patient effects were reported.

Event description:
It was reported that this left ventricular (lv) lead exhibited out of range shock lead impedance measurements, measuring at 200 ohms and then went back to 70 ohms. Technical services (ts) recommended to consider isometric ad pocket manipulations and sample impedance. This lv lead remains in service. No adverse patient effects were reported. Additional information received indicated that the patient was seen in the clinic and the lead looked good. No adverse patient effects were reported.